Manufacturer narrative:
This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported while preparing for an unspecified procedure using a filiform double pigtail ureteral stent set, the device was found to have a slit at the tip. It is not known how the procedure was completed. No adverse effects to the patient have been reported as a result of this occurrence. Additional details have been requested, at this time no additional information has been provided.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Additional information: b5. The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information was received on 01jun2020: the tether was removed from the stent. The procedure the patient was having is a ureteroscopy laser litho with stent placement. Procedure was completed by opening another stent that worked fine. Patient was not hospitalized.

Manufacturer narrative:
The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No new patient or event information has been provided since last report.

Event description:
No new patient or event information since the last report was submitted.

Manufacturer narrative:
Event description: it was reported on (B)(6) 2020 that a stent from a filiform double pigtail ureteral stent set had a slit at the tip. The tether had been removed from the stent the patient was having a ureteroscopy laser lithotripsy with stent placement. The procedure was completed by opening another stent that worked fine. There was no adverse affects reported as a result of the event. Investigation - evaluation: a document-based investigation was performed including a review of complaint history, device history record, quality control data, and the instructions for use (IFU). The complaint device was not returned; therefore, no physical examinations could be performed. There is no evidence to suggest the product was not made to specifications. A review of the cook north america distribution center records indicate all product was distributed to customers so a sample from the same lot could not be inspected. A review of the device history record (DHR) found no non-conformances related to the reported failure mode. Because there are no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other related complaints from the lot have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in field. A review of complaint history records shows no other complaints associated with the complaint device lot. The IFU was reviewed and no information relevant to this complaint was identified. The complaint device is not expected to be returned to the manufacturer for evaluation. Based on the description that the tether has been removed and the stent being torn, it possible the stent was torn inadvertently when removing the tether. Per the quality engineering risk assessment, no further action is warranted. Cook medical will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.